Event description:
The customer reported that the canopy has zipper damage to the panels and tears in the mattress envelope. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Zipper damage. Evaluation of the returned product shows that the large window a zipper's slider body is open. On the backside b, the mattress envelope has a six foot tear on the patient surface. (B) (4).